Event description:
Nurse reports critically ill patient on cvvhd and pink effluent observed but day shift nurse continued therapy; night shift nurse observed the pink effluent and thought the cartridge was clotted and discontinued the treatment. Night shift nurse also reported that there had been issues with the patient's access. Hb tested and had decreased from around 10 to 6.1. A new cartridge was primed and the treatment was re-started. Effluent remained pink and then became a more light red; therapy was discontinued. Patient was transfused 3 units of prbcs. Patient had positive coombs test and labwork indicating patient was in dic.

Manufacturer narrative:
No problem found with on-site evaluation of the cycler by field service technician. Cartridge was discarded precluding any evaluation. Cycler log file analysis indicated arterial pressure alarms and air alarms during the treatment suggestive of inadequate flow from the arterial access. Arterial pressure was elevated throughout the treatment and pressure alarms occurred indicative of clotting. The cycler logfile indicates that the cycler was performing as intended. The user guide includes warnings regarding the risk of clotting and that it may lead to hemolysis. The patient's clinical condition of dic and positive coombs test indicates patient comorbidities are also likely significant contributing factors. Review of complaint records indicates that there is no systemic issue. Nxstage medical considers this report closed.